Event description:
This pt had a left total hip arthroplasty in 1990. She presents at this time with progressive pain through her left thigh and hip. X-ray reveals loosening of the femoral stem and she is admitted for a revision of the left total hip.